Event description:
The customer reported to olympus that the gastrointestinal videoscope had a button on the control wheel that was torn. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a dry whitish foreign material was found inside the air/water-tube and air/water-cylinder, and the plastic distal end cover at the end exit of the jet tube had a brown foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
F23458179-2 : ¿¿¿¿¿¿ ·¿¿¿¿:¿¿¿¿(¿¿·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿·¿¿¿¿¿¿¿c¿¿¿)¿¿¿¿¿¿ universal failure code:gin0001y ¿¿¿¿¿:tier2 ¿¿¿¿·¿¿¿¿¿¿¿¿¿¿¿¿·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿·¿¿¿¿¿¿¿¿ sbc¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(ter, dr¿¿)·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿(dr¿¿) ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿ ¿¿¿¿¿¿·¿¿¿¿¿¿¿¿¿sbc¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ·¿¿¿¿¿¿¿¿¿¿¿¿¿sbc¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿·¿¿¿¿¿¿¿c¿¿¿)¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(ter, dr¿¿) ·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿·¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(c23282395¿¿) ·¿¿¿¿¿¿¿¿¿¿¿¿¿¿IFU¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿ gif-ez1500 operation manual chapter 3 preparation and inspection¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿ gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ·DHR¦¿¿¿¿¿¿¿¿¿¿¿¿¿¿ DHR(¿¿¿¿)¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¦¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ·dmr¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ·dhfifu¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ "dc00484032,dc00489156,dc00484820,dc00484808,dc00483361,dc00491282,dc00491887,dc00492647" ¿¿¿¿¿¿(¿¿¿/¿¿¿/¿¿¿) ·¿¿¿¿¿¿¿¿¿¿¿¦¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ c22412283¿¿¿¿ ¦¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿c22472256¿¿¿¿ ·CAPA¿¿¿¿¿¿CAPA¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ dhrgsop-00033 global trending and analysis of complaint data sop

Manufacturer narrative:
Correction- h10 - device evaluation was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign material adhered to the device air/water-cylinder, auxiliary water channel, air/water channel, and connector-cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. However, a definitive root cause could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a crack on scope body, damage on upward/downward knob, and a cut on switch 2, water tightness is lost. Indication on grip and label on suction connector is peeled. Switch box has a crack. Air/water -cylinder and suction cylinder has discoloration. Right/left knob, scope cover, plug unit, connecting tube and scope cover has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The suggested event is detectable/preventable by handling the device in accordance with the following information for use (IFU:): IFU states the detection method in gif-ez1500 operation manual . Chapter 3 "preparation and inspection". IFU states the preventative measures in gif-ez1500 reprocessing manual . Chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.